Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an unspecified location. Additionally, it was reported that the customer experienced filling issues with the cartridge. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.